Manufacturer narrative:
During the manufacturing process, samples are inspected from each lot of vasoseal elite to assure that there are no deviations from the specifications. We have reviewed the manufacturing records of this lot of vasoseal elite. Our review of these records indicated no deviation from specification for this production lot. Since the product was not returned to datascope for evaluation, we were unable to determine the specific root cause of the reported complaint. However, based on our experience, the most likely cause of the reported complaint is that the j segment can result in a difficulty or en inability to retract the j segment.

Event description:
The customer reported that following a diagnostic catheterization procedure on (B)(6) 2004, a vasoseal elite was deployed. During the deployment procedure the operator advanced the dilator over the locator and felt the k segment give. The dilator was removed and the j segment of the locator was retracted. The operator started again and engaged the j segment at the arteriotomy and advanced the dilator over the locator. The sheath was then advanced over the dilator. The operator attempted to retract the j segment, but found it was very difficult to retract, but finally it retracted. While removing the locator and dilator together, resistance was felt and then a "snap" was heard. The locator was inspected and the j segment was missing. An x-ray of the groin area was taken and the j segment was visualized in the artery. The j segment was left in the patient and the patient was taken recovery. The patient's pulses were checked every fifteen minutes for an hour and then every thirty minutes for another hour. The patient was discharged with no further complications.